Manufacturer narrative:
Batch review performed on 2 july 2019: lot 186958: (B)(4) items manufactured and released on 16-"gen"-2019. Expiration date: 2024-01-01. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on 2 july 2019: liner: mpact 01.32.3644hct flat pe hc liner ø36/e lot 1811217 (k103721): (B)(4) items manufactured and released on 1-mar-2019. Expiration date: 2024-02-17. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Stem: amistem p 01.18.443 amistem-p collared lat stem size 3, lot: 188032 (k173794): (B)(4) items manufactured and released on 18-"dic"-2018. Expiration date: 2023-12-06. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0, lot: 187086 (k112115): (B)(4) items manufactured and released on 11-"dic"-2018. Expiration date: 2023-11-27. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 9 days from the primary due to signs of an infection (the pathogen is unknown). The surgeon explanted all hardware and implanted an antibiotic spacer. The surgery was completed successfully.